Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the handle of the sliding mechanism instrument broke while the surgeon was using it. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation coordinated by (B)(4) reports the following: the investigation confirmed that the t-handle has broken off. Also, some of the positioning teeth are worn and badly damaged. The damages on the handle suggest that improper handling along with too much mechanical force being applied, has finally lead to the breakage of the black plastic handle. The article was analyzed for conformance to print specification, as well as the device history records (DHR) was researched. No abnormal findings were identified. No product fault could be detected.